Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update from (B)(6) email (B)(6) 2012: reason for revision. Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
(B)(4). Updated information has been received indicating that the patient was revised on (B)(6) 2011 for unknown reasons. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - amended implant date. Taken from (B)(6) dated (B)(6) 2015.

Manufacturer narrative:
Event type previously listed as malfunction instead of serious injury. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Recommended asr revision.